Manufacturer narrative:
Medtronic investigation <(>&<)> conclusion complaint not confirmed for the adverse events experienced while using an urchin heart positioner device. The complaint originated from a literature article published in 2006. No lot number was provided and no device returned to medtronic for analysis. The urchin device is no longer manufactured or sold. The information available was reviewed with the office of medical affairs, and it was determined no clear link exists between the reported adverse events and the performance of the urchin device. A review of complaints for similar model numbers showed no trends warranting escalation at this time. The field performance of the urchin evo heart positioner device is aligned with the risk management predicted performance. Trends for issues with this product are reviewed at product quality meetings. F additional information is received, this investigation will be reopened if deemed necessary. No further actions to be taken at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an observational study, that measured myocardial electrical impedance, a parameter that responds to myocardial ischemia, as well as st-segment changes during off-pump coronary artery bypass graft surgery in patients with two-vessel coronary artery disease undergoing revascularization of the left anterior descending and the posterior descending coronary arteries. All data was collected from a single center. The study population included 12 patients. The medtronic urchin heart positioner was used during this study (lot numbers not provided). Among all patients, no deaths occurred. Among all patients, adverse events included: myocardial ischemia and ventricular fibrillation. Based on the available information, these adverse events may have been attributed to medtronic product. Among all patients, no device malfunctions occurred. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Title: vacuum-assisted apical suction devices induce passive electrical changes consistent with myocardial ischemia during off-pump coronary artery bypass graft surgery authors:roger dzwonczyk, carlos l. Del rio, chittoor sai-sudhakar, john h. Sirak, robert e. Michler, benjamin sun, nicole kelbick, michael b. Howie european journal of cardio-thoracic surgery 30 (2006) 873¿876 doi: 10.1016/j.ejcts.2006.09.005 b.2.¿3. Date of event: first date of online publishing. PMA / 510(k) #: urchin evo (hp3500) is class I exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an observational study, that measured myocardial electrical impedance, a parameter that responds to myocardial ischemia, as well as st-segment changes during off-pump coronary artery bypass graft surgery in patients with two-vessel coronary artery disease undergoing revascularization of the left anterior descending and the posterior descending coronary arteries. All data was collected from a single center. The study population included 12 patients. The medtronic urchin heart positioner was used during this study (lot numbers not provided). Among all patients, no deaths occurred. Among all patients, adverse events included: myocardial ischemia and ventricular fibrillation. Based on the available information, these adverse events may have been attributed to medtronic product. Among all patients, no device malfunctions occurred. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Correction d1: urchin heart positioner, incorrectly reported as urchin evo previously. Correction d4: 29700, incorrectly reported as hp3500 previously. Note: PMA / 510(k) #: urchin (29700) is obsolete (no longer manufactured by medtronic). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.